Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a multiple pump error alarm. The blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The troubleshooting was performed. The customer stated that the insulin pump error alarm was reoccurred. The customer was assisted with performing self test and the test was failed. The customer was advised that the insulin pump requires replacement and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump error 53 found in the device history due to software error. Pump error 63 confirmed in pump history with variable due to broken trace at pin 1 on keypad assembly.